Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection of the returned photographs noted three loading unit. One of the loading units noted a full complement of staples and the interlock was set. Additionally, the cartridge cover was disengaged. The other two loading units were fully applied with the interlock engaged. The second photograph confirmed was of the label and confirmed the lot # as reported. Functional testing could not be performed since the instrument and loading units were not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing across tissue during a whipple procedure, the reload came apart into two pieces, but nothing fell into the patient¿s cavity. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection noted the loading unit displayed a full complement of staples and the interlock was set. Additionally, the cartridge cover was disengaged. No damage was noted to the knife blade. Functional testing was performed which included resetting and reattaching the cartridge cover. The single use loading unit (sulu) was then loaded into a test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.